Manufacturer narrative:
Submit date: 05/16/2016. An investigation is currently underway. Upon completion, a full reported shall be provided. Medwatch report: mw5060767.

Event description:
It was reported to covidien on (B)(6) 2016 via medwatch that the customer experienced an issue with an enteral feeding pump. The customer reports that a patient was fed via a kangaroo pump. The pump was set to deliver 80 ml/hr of jevity formula. After about 5 hours lapsed, the pump indicated 460 mls had been fed. However, further examination of the jevity container showed that only 100 mls were absent from the container.

Manufacturer narrative:
Submit date: 10/13/2016. An investigation of an unknown enteral feeding pump was performed for the reported condition of; the unit underfed. To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. A review of the device history record could not be performed as the serial number was not provided. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.